Event description:
Procedure: lap chole. According to the reporter: the surgeon fired the first clip and it shot out of the jaw. The device began to only fire intermittently. It could not be reported if the clip was removed from the cavity. A new device was opened to complete the case.

Manufacturer narrative:
(B)(4).